Manufacturer narrative:
Complaint conclusion: as reported, the sealant on a 6f/7f mynxgrip vascular closure device (vcd) was not "shooting" and was stuck on the advancer tube and was slightly sticking out. It seemed like the device could not be deployed. There were no reports of patient injury. Additional information was requested, but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. Neither the syringe, nor the procedural sheath was returned with the device. The advancer tube and sealant were returned in their manufactured positions. No visual damages or anomalies were observed during this analysis. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that no problems to the device¿s deployment mechanism could be confirmed as this could be actioned as expected by advancing the advancer tube and completely removing the sealant from the unit received. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the reported failure. However, procedural/handling factors (such as incomplete engagement of the advancer tube) most likely contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device and the sealant was able to be deployed without issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the sealant on a 6/7f mynx grip vascular closure device (vcd) was not "shooting" and was stuck on the advancer tube and was slightly sticking out. It seemed like the device could not be deployed. There were no reports of patient injury. Additional information was requested, but not provided. The device will be returned for evaluation.